Event description:
The hosp returned a heartstring seal without prior notification or an offical report. The seal was received out of deployment tube with the tension spring still loaded in the tube indicating deployment failure. This is a reportable malfunction. It was confirmed that no pt complications had occurred.